Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 weeks post-implant, it was reported that the patient had expired. The patient had severe right ventricle (rv) failure prior to lvad implant and a rvad was implanted; however the patient did not recover. Device analysis revealed thrombus in the returned pump.

Manufacturer narrative:
Approximate age of the device is 5 weeks. The event occurred at (B)(6). The pump was returned assembled with the percutaneous lead (lead) cut approximately 12" from the pump housing and the remainder of the lead was returned in one segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were returned detached from their respective pump ports. The outflow elbow was returned attached to the pump outlet port. The bend relief collar was returned attached to the outflow graft and bend relief hardware. Examination of the pump's blood contacting surfaces revealed a tissue-like thrombus formation surrounding the inlet bearing cup. The thrombus appeared to form in laminated layers and showed evidence of denaturation, which is an indication that it developed on the bearing over an undetermined amount of time while the pump was in operation. Additionally, a small, tissue-like, loosely seated deposition was present in the outlet stator adjacent to the bearing ball. The deposition lacked denaturing and lacked lamination and was not adhered to the bearing ball or the stator blades. In addition, there was no evidence of contact marks on the outlet side of the rotor. Although its origins and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location as it was not attached to any surface and did not appear to have contributed to a pump issue. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.